Event description:
It was reported that during central processing, the 8mm small grasping retractor was found to have a broken and loose cable. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.